Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a patient in a critical condition was receiving a high dose of pressors. A central line was established, and the patient's nurse was transitioning from peripheral to central norepinephrine, resulting in both infusions being administered simultaneously. The new central norepinephrine infusion frequently alarmed for downstream occlusion, while other infusions, including vasopressin and normal saline, were functioning without issues. Despite troubleshooting efforts revealing no problems, the norepinephrine could be restarted temporarily before triggering alarms again shortly after. This situation led to a drop in blood pressure, peri-arrest, and the activation of a code blue. Fortunately, there was no loss of pulse. The patient required a total of 200 mg of intravenous epinephrine to stabilize blood pressure while peripheral norepinephrine was restarted. Following the administration of epinephrine, the heart rate decreased from approximately 105 to 60 beats per minute, with recovery observed after about five minutes. It appears that a second central norepinephrine line had not yet been established, as the bedside nurse was still in the process of managing the line changes. The IV pump was taken out of service. Had the nurse been slower to respond or had already removed the other line, there could have been a significant risk of cardiac arrest.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or serial number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.